Event description:
It was noted during the procedure that the patient had air in his r ij cannula, and an air embolus to the brain. It was questioned whether or not the bubble/flow sensor was working correctly on the cardiohelp unit. The hospital placed the bubble/flow sensor on the arterial outlet side. It was mentioned that the ij cannula was not sutured in via a purse string suture when placed, and that the air could have come from the ij site. The patient was disconnected from the cardiohelp. The patient was unresponsive with fixed/dilated pupils after the incident and subsequently expired, due to brain death, on (B)(6) 2013. It was confirmed by the hospital on (B)(6) that the air came from the left heart and that the issue had nothing to do with the cardiohelp. (B)(4). Reference manufacturer report number 8010762-2013-00101.